Event description:
Patient was having platelet and packed red blood cells (prbc) infusion. Platelets infused without issue. During 15 min vital check during blood, pump kept ringing occluded. Changed caps, flushed line with great blood return, changed ears and changed pump with no change. Changed blood tubing and blood infusing without issue.